Event description:
It was reported that the mega suturecut needle driver instrument wire was noted to be exposed, dangling during reprocessing. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation), or if additional information is received. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that one grip cable was broken at the distal clevis hub. The cable segment stuck out at the wrist. The distal clevis hub did not exhibit any wear. The other cables at the wrist were undamaged. No other damage was found.